Event description:
A customer contacted baxter's (B)(4) to report an alarm on the homechoice (hc) machine during dwell 4 of 5. The caregiver (cg) stated that a bag fell and became disconnected. The technical service representative (tsr) advised the home patient (hp) to finish therapy with manual supplies. Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the hp on (B)(6) 2010. The hp stated that the bag just slipped off the table and the spike came out of the bag. No defects were seen with the cassette or bag and the incident has not re-occurred since. The hp has been doing fine and continuing therapy on the cycler as usual.

Manufacturer narrative:
(B)(4). The companion sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable after the supply bag fell and disconnected. The caregiver (cg) stated that a bag fell and became disconnected. The hp stated that the bag just slipped off the table and the spike came out of the bag. The batch review was performed on potentially associated lot (h10c31023) with no issues noted. Received one companion sample. Set was placed on machine for priming with no alarms noted. No manufacturing abnormalities were noted during visual inspection. The complaint could not be confirmed in the lab. The label review found the labeling adequate for the potential use error(s) in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).